Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While opening the femoral implant it was noticed that part of the plastic lip on the outer packaging had broken and remained joined to the paper lid. The outer packaging was then discarded and only the implant was handled onto the sterile field as it wasn't clear when the separation had occurred.

Manufacturer narrative:
Correction: product not returned. Reported event: an event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the photographs provided it appears that this type of damage would be consistent with a shock load, e.g. The carton being dropped from a height and/or compression, however without return and full visual inspection of the packaging, the outer carton in particular it is not possible to confirm the nature of the damage. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the photographs provided the investigation concluded that this type of damage would be consistent with a shock load, e.g. The carton being dropped from a height and/or compression, however without return and full visual inspection of the packaging, the outer carton in particular it is not possible to confirm the nature of the damage. No further investigation for this event is required at this time.

Event description:
While opening the femoral implant it was noticed that part of the plastic lip on the outer packaging had broken and remained joined to the paper lid. The outer packaging was then discarded and only the implant was handled onto the sterile field as it wasn't clear when the separation had occurred.